Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used to treat a post polypectomy bleed in the colon during a colonoscopy procedure. According to the complainant, during the procedure, the clip did not detach from the catheter. It was reported that the technician "jammed" the over sheath forward over the prongs after grasping tissue. The clip was finally able to separate from the catheter; however, the over sheath would not pull off the deployed clip. The physician had to pull the clip, with the over sheath still attached, off the tissue. This manipulation did not result in additional bleeding or tissue damage, nor did the clip fall into the patient. The entire device was removed from the patient and no visible damage was noted to the over sheath once outside the patient. The procedure was completed with another resolution clip. There were no patient complications as a result of this event.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. However, it was reported that the device was used prior to its expiration date. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant information, a supplemental medwatch will be filed.